Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device initially fired properly; then intermittently the clips were scissoring and spinning in the jaws. The device was also double feeding. One clip formed at a right angle. The case was completed with another device of the same product code. There were no patient consequences reported. No device will be returned.

Manufacturer narrative:
(B)(4).